Event description:
It was reported that the patient no longer had any therapeutic effect in her back and experienced a loss of stimulation and therapeutic effect but it was unknown if it was gradual or sudden. The patient also experienced less than 50% therapy relief at the lead location. Reprogramming, impedance testing, and x-rays were performed. The x-ray report showed the patient¿s leads migrated from t7/8 to t9/10. It was unknown what the cause of the lead migration was. The manufacturer¿s representative (rep) noted that the patient had an appointment with the physician around the first week of (B)(6) and they would likely discuss a lead revision at that time. A manufacturer¿s representative (rep) met with the patient on (B)(6) to reprogram the patient¿s stimulator per the physician¿s request. The rep. Gave her a high frequency program to try for one week and she was supposed to call him in one week to provide follow-up. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).